Event description:
It was reported that the patient was charging more than expected. There was recharge information for review. The clinician programmer showed 8 bars average coupling. The clinician programmer showed an average duration of 6.8 hours every 1.4 days. On (B)(6) 2015, there was 0 hours at 100 percent, (B)(6), 7.7 hours at 100 percent, and (B)(6), 0 hours at 100 percent. The patient was using stimulation three days a week. Since (B)(6) the patient had to charge 7-8 hours at a time to get 100 percent charged. The patient got 8 coupling boxes. The patient didn't have the implantable neurostimulator recharger (insr) at the time of the report. The patient's settings were high. The patient did have a programming session in (B)(6). From the clinician programmer, the following was determined. There was average duration of 5.5 hours, average interval of 0.2 hours, average coupling of 8 bars. Group impedance for a1 was 392 oms and 22.7 milliamps. The settings were at amplitude of 9.4 volts, 1,000 microsecond pulse with, and frequency of 60 hertz. The patient was recharging daily, mostly. The one group, the program was being used in a1. It appeared that the patient's very high settings were what was contributing to the patient having to charge for the longer period of time, the ins on while charging. The recharge duration was also being substantially increased because they performed a tick charge, secondary cause for long recharges. The trickle mode charging automatically took over once the battery reached 95 percent of full charge. The implantable neurostimulator recharger (insr) indicated that when it was performing a tickle mode charging by display the 'sweaty ins' screen. The two longest recharges had 7 bars average coupling. It was calculated that the ins would discharge from 100 percent to 0 percent in 1.15 days when stimulating 24/7. The recharging frequency matched the patient's settings. They determined the cause of the long recharge session. It was possibly because of high settings and the fact that the patient continued to charge after the battery had reached full. They analyzed the recharge sessions. The manufacturer representative (rep) reported on (B)(6) 2016 that they were charging too often. The had an implant for 1.5-2 months, they felt they needed to recharge more often. They were charging every other day for about 7 hours. They were running at 8v, 1000pw, and 80hz. This was different than before. The patient had not recently been reprogrammed or switched to a new group. They had not recently had the need to increase parameters. The last reprogramming session was done three months ago. They increased the patient's rate. The patient had not made any change with usage amount or changed any programming since. Therapy impedance check completed and values were, group a 389 ohms, 19.34ma. The patient only had one program. They were using 5 electrodes, 11, 12, 13, 14, and 15. The impedance check on all contacts at 0.7v using reference 0, 4, 10, and 12 were showing greater than 10,000 ohms. After flipping through other references, all others seemed to be between 400-600 ohms. It was reviewed that they could try programming around 12 or eliminating number of active electrodes. The need to recharge sooner with the current implantable neurostimulator (ins) was about six weeks prior to the report. The patient was experiencing warmth at the pocket site all the time and not just when recharging. The manufacturer representative (rep) confirmed that the pocket did feel a little warm but not red or swollen. It was noted that they eliminated the electrodes with high impedances and ran group program. They were able to get some coverage but the patient still had issue. The cause for the impedances was not determined. It was noted that when the patient had their last replacement they used the same pocket. The manufacturer representative (rep) reported that during reprogramming they found that three electrodes had high impedances and that patient was complaining of difficulty charging and warmth at battery site. It was decided to replace the battery. There were impedance tests and x-rays as troubleshooting. The implantable neurostimulator (ins) was replaced on (B)(6) 2016. The battery was moved from the right flank to the left flank to address the pain and heat at the battery site. The health care professional (hcp) would have further information on the even at the patient's post-operative appointment. It was too soon to tell if the charging and battery site pain issue was resolved. It was noted that the hcp wanted the battery analyzed but due to their policy it had to go through pathology first and battery could not be obtained until they look at it. The time frame was not available to the manufacturer representative (rep) at the time of explant. The rep was to follow-up on (B)(6) 2016 to see what they could get. Other relevant medical history includes complex reg pain syndrome and non-malignant pain.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Evaluation conclusion code applies to the implantable neurostimulator (ins). Evaluation results codes apply to the implantable neurostimulator (ins). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97791, lot# n401519, implanted: (B)(6) 2014, product type: accessory. Analysis of the implantable neurostimulator (B)(4) found no anomalies. (B)(4). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.